Event description:
Customer reported that she experienced high blood glucose. Customer stated that in the morning it was 209 mg/dl; she changed the infusion set and it went up to 322 mg/dl and later 390 mg/dl; decided to treat with manual injection. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump failed the high pressure test twice. Customer removed the infusion set and the cannula was bent and is unsure if it's occluded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a detached end cap. Unable to perform the functional testing due to the detached end cap. The pump also had a cracked case near the lcd window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, and a stained end cap sticker.

Manufacturer narrative:
The pump was received with a detached end cap. Unable to perform the functional testing due to the detached end cap. The pump also had a cracked case near the lcd window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads and stained end cap sticker.